Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (will not power up) was due to the ca board being electrically shorted to via, causing fault. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) was completed. The reported problem (will not power on) was isolated to an open f600 fuse on the ca board. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.